Event description:
From literature: d. Doumplis, g.s. Majeed, r. Richardson, k. Sieunarine, j.r. Smith (2006). Adverse effects related to icodextrin 4%. Our experience. Springer-verlag 2007, gynecol surg (2007) 4:97-100. Patient #1: a pt underwent elective laparoscopy for resection of adhesions. A previous diagnostic laparoscopy had confirmed dense adhesions on the right side of the pelvis between the ovary, the caecum, the posterior aspect of the uterus and the sigmoid colon. They were attributed to a previous salpingectomy for right ectopic pregnancy. At the end of the adhesiolysis, a liter of adept solution was left in the peritoneal cavity to reduce the risk of adhesion reformation. The pt stayed overnight as she developed urinary retention. The following day, a marked unilateral labial swelling was noticed. Although unpleasant for the pt, the swelling was painless, and it was gradually reduced in size and resolved after four days.

Manufacturer narrative:
Baxter medical assessment: vulvar edema is a known side effect described in the adept IFU. The event is related to the application of adept, resolves spontaneously and does not need any therapy or remedial action. It is also known that such events do not prolong hospital stay. In this specific case, symptoms resolved spontaneously after four days. Thus, from the medical and regulatory standpoint, the event of a vulvar edema cannot be categorized as a serious injury. The urinary retention, determined a prolongation of the hospital stay, and the use of adept may have at least contributed to the event. From the standpoint of the urinary retention, the case is reportable. If any add'l info becomes available, a f/u will be submitted. This will be kept on file for trending purposes.